Manufacturer narrative:
The actual device was returned for evaluation. The angle attachment device was evaluated and the reported condition that the device was overheating was confirmed. An assessment was performed and it was observed that the temperature was above specification. It was noted that the device heated up. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that the attachment device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.